Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of suspected sense b noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the r-wave amplitudes were noted to have been low prior to the shock being delivered. Rhythmcare then provided further troubleshooting options including performing an x-ray to be considered at the next follow up appointment. This system was tested in clinic with noise unable to be reproduced. As the secondary vector is not a viable option, rhythmcare recommended system replacement. Additional information was received that an additional inappropriate shock was delivered while the patient was eating. The device system was subsequently deactivated and a transvenous device was implanted. This s-ICD system remains implanted, however is no longer in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of suspected sense b noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the r-wave amplitudes were noted to have been low prior to the shock being delivered. Rhythmcare then provided further troubleshooting options including performing an x-ray to be considered at the next follow up appointment. This system was tested in clinic with noise unable to be reproduced. As the secondary vector is not a viable option, rhythmcare recommended system replacement. Additional information was received that an additional inappropriate shock was delivered while the patient was eating. The device system was subsequently deactivated and a transvenous device was implanted. This s-ICD system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of suspected sense b noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the r-wave amplitudes were noted to have been low prior to the shock being delivered. Rhythmcare then provided further troubleshooting options including performing an x-ray to be considered at the next follow up appointment. This system was tested in clinic with noise unable to be reproduced. As the secondary vector is not a viable option, rhythmcare recommended system replacement. Additional information was received that an additional inappropriate shock was delivered while the patient was eating. The device system was subsequently deactivated and a transvenous device was implanted. This s-ICD system remains implanted, however is no longer in service. No additional adverse patient effects were reported.